Event description:
A non-healthcare professional reported while loading, during intraocular lens (iol) implant procedure, the surgical tech and surgeon and noticed that the lens was cracked. Surgeon did not proceed with the surgery and used another lens to complete the surgery safely on same day without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. The optic had multiple cracks near the optic edge and multiple scratches on the anterior and posterior sides of the lens. Product history records were reviewed, and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The associated viscoelastic was not provided. It is unknown if a qualified product was used. The reported lens damage was observed. All lenses are 100 percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Not enough information was provided to determine if a qualified associated viscoelastic was used with the lens/cartridge combination indicated. Company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).